Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an epicardial right atrial (ra) lead was implanted to replace this ra lead. The ra lead was capped due to high thresholds, during a procedure to upgrade the cardiac resynchronization therapy defibrillator (crt-d) four days later. The ra lead remains implanted. There were no additional adverse effects reported.